Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Analysis of the device revealed that coil delivery wire was kinked, main coil was stretched and kinked, and the main coil was prematurely detached inside patient. Functional testing could not be performed due to the condition of the returned device. It was reported that the anatomy was noted to be mildly tortuous and the main coil was noted to be repositioned more than once. Based on the review and analysis of available information it is likely that damage was sustained to the main coil during placement causing the anomalies on the main coil. In addition, the anomalies on the delivery wire is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.

Event description:
During the analysis of the returned device, it was found that the main coil prematurely detached inside patient. No clinical consequences reported to the patient.